Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms that were reportedly associated with hypertension and a thrombus near the outflow graft. The report of a thrombus near the outflow graft could not be confirmed as there is no product or diagnostic imaging available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively established. The submitted log files contained data from 18may2020 through 30jun2020 and found that the pump maintained a speed at or above the low speed limit without issue. Transient low flow hazard alarms were captured on (B)(6) 2020. Elevated pi values were also noted during the low flow events. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further related issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 08mar2017. The heartmate 3 lvas instructions for use (IFU) lists thromboembolism, hypertension, and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. This IFU outlines indications of thrombus as well as how to respond to such events. This document also provides information regarding the recommended anticoagulation therapy and inr range. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The IFU also provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flows and elevated pi on (B)(6) 2020 through (B)(6) 2020 despite the site monitoring fluids closely. During log file analysis, the low flow and pi events were confirmed. The patient was hospitalized and worked up for possible outflow graft occlusion. The patient was largely asymptomatic, though does attest to brief pre-syncopal episodes. Additionally, the patient was hypertensive, hyponatremic, and has a sub-therapeutic inr, but normal lactate dehydrogenase levels. The patient's anti-hypertensive regimen was adjusted and treated with IV heparin but further treatment depended on imaging. The cause of patient's low flows was determined to be a combination of thrombus near proximal end of the outflow graft and hypertension. Cardiac CT scan revealed the lesion, but it was deemed unnecessary to intervene. The patient was discharged (B)(6) 2020 planning to manage blood pressure and monitor inr goals.